Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that there was a revision for loose flexion gap. Surgeon decided to go to a thicker insert.